Manufacturer narrative:
Continuation of d10: product ID tm90t0 lot# serial# (B)(6) mplanted: explanted: product type accessory section d information references the main component of the system. Other relevant device(s) are: product ID: tm90t0, serial/lot #: (B)(6), ubd: 06-mar-2026, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was receiving dilaudid and bupivacaine via an implantable pump for non-malignant pain. It was reported that the patient was unable to connect to the pump with the communicator. They lost a bolus this morning because they didn't see the message on the screen that a bolus was delivered. They get 4 boluses a day and had 2left. They were on the lockout screen right now but could not see the the communicator percentage and were getting a message for low communicator battery, they also said the cord did not go into the port tightly and the orange did not change. A request was sent to the repair department to replace the communicator.

Manufacturer narrative:
H3 ¿ analysis of the communicator found ¿tm90 recharging circuitry is damaged (l3)¿. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.